Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed; no anomalies were found. The analyst commented that the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that during the implant procedure, two leads were found to be fractured. The leads were not implanted. No patient complications have been reported as a result of this event.

Event description:
It was later reported that during the implant procedure, noise appeared on the leads and the impedance was "on the low side." Additionally, one of the leads was found to be cut.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.